Event description:
Pt underwent open reduction with internal fixation of left distal radius fracture with iliac bone graft on 2/25/97. On 8/11/97 it was discovered that the plate had been rubbing the tendon and the pt suffered a severed tendon. Surgery was performed to remove the plate and repair the tendon.